Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient synced to their implant with their programmer and tried to increase stimulation, but the ins was turned off. It was noted that the stimulation was at 1.4v. The patient turned stimulation on and reported they could feel stimulation. The patient reported they had been getting urinary tract infections (utis) lately and asked if that may be due to the ins being off. The patient was redirected to their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was encountering poor communication. The poor communication was resolved during the call after removing the external antenna. The patient's stimulation was confirmed to be turned on and set to 1.0, but when the patient tried to increase they encountered poor communication again. It was determined that the patient had been moving the patient programmer (pp)/antenna away from the implant when trying to adjust. The patient was advised that the antenna or pp needed to remain over the implant when making adjustments. After positioning over the implant the patient was able to increase stimulation to 1.2 and the poor communication appeared to be a placement issue and not a device malfunction. The patient then reported that in the past the ins had turned off on its own back in january and the patient thought that they had a uti. Additionally, the patient noted that in december they had 3 utis. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that they had a confirmed uti. When asked the circumstances that led to the poor communication, the ins turning off by itself, and the possible uti the patient stated they didn¿t know if it turned off, and that in (B)(6), however, it did turn off by itself. The patient reported the steps taken to resolve the poor communication, ins turning off by itself, and the possible uti were that they restarted it with the aid of an employee, and it may have been on anyway this time. The patient stated they were being treated for the uti now, and the ins was on, when asked if the issues were resolved. No further complications were reported.